Event description:
It was reported that hemorrhage occurred. It was reported that a farawave catheter and a transseptal (tsp) access device was selected for a pulmonary vein isolation (pvi) to treat an atrial fibrillation (afib). During procedure, when got transeptal, it was observed blood in the breathing tube. The procedure was aborted and the patient admitted in the intensive care unit (ICU). No devices issues were reported, and no interventions were performed for the complication. Catheter return is not expected as it was disposed. Tsp device return is unknown.